Manufacturer narrative:
Distal tip torn and system components separation were empirically confirmed, based on the provided information by the field clinical specialist. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles (as provided information indicated a moderate degree of vessel calcification) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a 26mm sapien 3 ultra resilia transcatheter heart valve implant in aortic position by transfemoral approach as valve in valve procedure, during procedure, the commander delivery system balloon burst post-inflation when the valve was fully deployed. The commander delivery system nose cone could not entered the esheath during withdrawal and the esheath split, there was tip detachment and a kink. A snare had to be used and the delivery system and sheath were removed as a single united. No patient injury occurred and patient was noted to be in stable condition post-procedure.